Manufacturer narrative:
Investigation results: it was reported that the samples were leaking. 245 unused samples were returned for investigation. Evaluation of 59 samples were performed. The sample size quantity was determined per sample size selection work instruction v.08. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to each other in sets of five and attached to a 10 ml syringe filled with water. No leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mp1000-c lot number 24045584 was performed. The search showed that a total of 307203 units in 1 lot number was built on 24apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that connectors leaking when used.